Event description:
Product end user reports that when he broke open the water sachet of the catheter, it seeps out of the sealed packages. The end user states this indicates "there was a pinhole, tear, or opening of some kind in the packaging". The end user could not state where the leak occurred or if any of the issues he mention actually occurred. It is unknown how long the water sachet was broken prior to the leakage being noted. The end user did not use the product, therefore, no harm reported. No photographs received depicting the reported complaint issue.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 . Manufacturing site: 3005471919.